Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx40mmx135cm sterling mr balloon catheter was selected for use in endovascular treatment. During the first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1:initial reporter facility: (B)(6) hospital.